Manufacturer narrative:
Conclusion: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
This radiographic database system was updated to the newest released software. After the upgrade, the system could no longer retrieve the old pt image info. The hospital believes this is a possible safety issue not be able to retrieve old images. There were no injuries to pts. New software has been installed to correct problem.